Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous mid left anterior descending artery (lad) artery. The 24x3.0mm liberte bare stent was unable to cross the lesion. The device was removed from inside the pt and it was noted that the stent was flared. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "good".